Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "failed upstream occlusion," which was not reproduced. The reported symptom was not confirmed through a review of the event history log. The final day of customer use showed the user attempting to perform a pm test; however, it was performed incorrectly. The device was being run at 200ml/hr with a vtbi of 50ml during the attempted testing. The device alarmed for an air-in-line, followed by a downstream occlusion, which is followed by an upstream occlusion. The test procedure documented in the sigma spectrum service manual rev. Ab indicates the upstream occlusion test should be performed first, the downstream occlusion test second, and an air-in-line test last. The device was able to detect an occlusion within the specified duration and was not observed to have a constant or false occlusion. Internal inspection did find the ultrasonic sensor flex tail pins to be cracked, which could produce an intermittent failure. The upstream sensor was replaced to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump had a "failed upstream occlusion." It was also reported there was no patient injury.